Event description:
It was reported that the device alarmed "cassette not locked" when it was locked. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the device in used condition. There was no applicable evidence to review in the event history log. Functional testing was unable to replicate the reported issue. The most probable cause was a software issue. Preventive maintenance was performed. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.